Event description:
As reported by the edwards field clinical specialist (fcs), during the transapical tavr procedure, the ascendra balloon catheter balloon burst upon deployment of the sapien valve. Per report, the balloon was fully expanded when it burst. A second ascendra balloon catheter was then prepped and utilized in order to post dilate. The patient was noted to have remained stable.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The ascendra balloon catheter was returned to edwards for evaluation. Visual and dimensional inspection was performed. Visual inspection revealed a tear that started from the middle of the balloon and translated into a radial tear near the distal end of the balloon. Under magnification there were no surface defects at the tear location. Additionally there was no separated material or any missing pieces. Balloon single and double wall thickness was measured in several locations and was found to meet specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint was confirmed, but there is insufficient information available to determine the reason for the observed event. Similar previous complaints suggest that patient factors (patient annular calcification) may have contributed to the event. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. Per the clinical specialist, the patient had severe aortic valve calcification. Therefore, it is possible that the rupture was caused by puncture from a calcium deposit. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint history did not reveal that the occurrence rate exceeds control limits for the month of april 2013 for this failure mode. Therefore, no further corrective or preventive action is required.